Event description:
It was reported that a clip applier delivered clips that would not align and that the device was unusable.

Manufacturer narrative:
Final investigation showed that the device as returned with no remaining staples, therefore it was not possible to verify the complaint.